Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indications for use were non-malignant pain and failed back syndrome - other. It was reported that the patient stated they were having issues with the pump. The patient was in the ER yesterday due to withdrawals. The patient stated they have a condition where nothing holds in their body, so the pump kept on detaching. The patient stated that due to the same medical condition, they were having trouble with the medications and they go into withdrawals and also overdosed. The patient stated that they were constantly in and out of the hospital. The patient had been telling the healthcare provider that they wanted the pump removed for months but they were refusing to do it. The patient mentioned that they almost died yesterday because of how close the pump was to being detached. The manufacturer's patient services specialist (pss) asked when the issue started and patient stated it has been a recurring issue since they got the pump put in 4 years ago. The patient stated that the doctor that put it in said they did not put it in and therefore refused to remove it. The patient wanted proof that they did in fact implant the pump. Pss sent their pump registration information and also suggested contacting the implanting hospital.